Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device read the patient¿s temperature below the actual temperature and was not able to cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device read the temperature below the patient¿s actual temperature and was not able to cool. Per follow up information received on 18jul2022, no patient was involved. The customer stated that the device was not functioning properly before initiation. Per follow up information received on 21jul2022, there was no issues with unit. Patient temperature probe was defective and was exchanged during use. Patient completed therapy without further issue. Device would not be returned and probe was scrapped.

Event description:
It was reported that the arctic sun device read the temperature below the patient¿s actual temperature and was not able to cool. Per follow up information received on 18jul2022, no patient was involved. The customer stated that the device was not functioning properly before initiation. Per follow up information received on 21jul2022, there was no issues with unit. Patient temperature probe was defective and was exchanged during use. Patient completed therapy without further issue. Device would not be returned and probe was scrapped.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "handling damaged". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.